Event description:
A report was received that the patient¿s battery was non-functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had frequent ipg charging. The patient underwent ipg replacement per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s battery was non-functioning. The patient will undergo an ipg replacement procedure.